Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread slowly degraded. There was blistering on the breast during the healing process.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market, there are no units in stock. . Without samples a proper analysis cannot be performed. The batch manufacturing records was reviewed and these products had a normal process and the results during the process fulfills the OEM requirements. As stated in the instructions for use of the product in the mode of action: when monosyn suture materials are employed, there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. Monosyn is metabolized to glycolic acid by hydrolysis without causing any enduring change in the region of the wound. Approximately 50% of the original knot pull tensile strength is available after 13 to 14 days. The mass degradation of monosyn is essentially completed in 60 to 90 days". Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. B. Braun proposes some tests with monosyn quick, which degrades faster. Monosyn quick has a resistance of 70-80% at 5 days. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.